Event description:
During a laparoscopic gastric bypass procedure and ir45v failed to cut. A small resection was necessary to complete this portion of the procedure. The patient is stable.

Manufacturer narrative:
Two ir45vs were evaluated. On one ir45v the knife failed to kick up but it could not be determined what caused the failure. The second ir45v and no failure detected. The i45v was also returned and evaluated and performed as intended during functional testing. Plastic on knife looks as if it cut through the knife kicker. Bridges intact and pushers all up. No damage to retention posts. Knife present but did not kick up. Knife appears to have cut through the knife bump on cartridge. Root cause: the root cause for the issue was not determined. Actions: this issue will be monitored to further investigate the root cause and trended to determine if a corrective action is warranted.